Event description:
It was reported that an unspecified number of pen needle 32x4 5b ema experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: many of the screw on needles (from the box of 100) had blocked/no holes in them to allow the insulin to be dispensed through the insulin pen - that these needles are attached to - into the body. This is very dangerous, especially so with my mum, whom I live with as her full-time carer, due to her many physical illnesses and disabilities and because she has alzheimers. Because of her alzheimers, she doesn't know if the insulin is going into her body and because I am not the person receiving the insulin, I don't know if a hypo is coming on, due to insulin not going into the body, as it should. Mum has had several diabetic hypo's because the insulin has not gone into her body. I have only realised this by past experience of her having hypos and by checking her blood sugar levels when she has show n signs of being in the process of a diabetic hypo. If I was not aware of the signs, I know (from past experience) for a fact that my mum would go into a diabetic coma. I emailed a distributor on 17th february 2019, as they are stated on the box of needles as being the distributor in the UK. The manager replied the next day asking for my full postal address so that he could reply fully. I received his written response, which I felt was quite terse, defensive and I felt that he insinuated I was a liar because "they had not received any other complaints about this product".

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A root cause could not be determined and complaint not confirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needle 32x4 5b ema experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: many of the screw on needles (from the box of 100) had blocked/no holes in them to allow the insulin to be dispensed through the insulin pen - that these needles are attached to - into the body. This is very dangerous, especially so with my mum, whom I live with as her full-time carer, due to her many physical illnesses and disabilities and because she has alzheimers. Because of her alzheimers, she doesn't know if the insulin is going into her body and because I am not the person receiving the insulin, I don't know if a hypo is coming on, due to insulin not going into the body, as it should. Mum has had several diabetic hypo's because the insulin has not gone into her body. I have only realised this by past experience of her having hypos and by checking her blood sugar levels when she has show n signs of being in the process of a diabetic hypo. If I w as not aw are of the signs, I know (from past experience) for a fact that my mum would go into a diabetic coma. I emailed a distributor on 17th february 2019, as they are stated on the box of needles as being the distributor in the (B)(6). The manager replied the next day asking for my full postal address so that he could reply fully. I received his written response, which I felt was quite terse, defensive and I felt that he insinuated I was a liar because "they had not received any other complaints about this product".